Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. If explanted; give date: not applicable as the lens remains implanted. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. The search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
In a clinical study post-op evaluation, the site noted an axis misalignment of the intraocular lens (iol), model zxt150 14.0 diopter. The lens had a rotation of 15 degrees. On (B)(6) 2019, iol axis placement of the right eye (od) was 135 degrees. On (B)(6) 2019, iol axis (od) was 150 degrees. There is no secondary surgical intervention is planned at this time. No additional information was provided. This emdr report is for the patient's right eye (od). A separate report will be submitted for the patient's left eye (os).